Manufacturer narrative:
(B)(4).

Event description:
The customer reported that an 840 ventilator had an erratic graphic user interface (gui) display. The ventilator was not in use on a pt at the time the malfunction occurred. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended swapping the liquid crystal display (lcd) panels to isolate the malfunction. The customer reported that the problem persisted and that they have ordered the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb). Covidien was not authorized to service the device.